Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the wires were out of her back and she was not feeling stimulation when it was on since (B)(6) or (B)(6) of 2017. Patient stated the doctor confirmed a lead wire has pulled out of the neurostimulator (ins) via x-ray. Patient is working with their doctor regarding the lead wire. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that only the lead was removed as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found that there were no significant anomalies and/or explant damage. The lead body was cut th rough and segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. (B)(4), fdc codes, fdm codes, fdr codes pertains to product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) that indicated the patient was in a clinical study. It was noted that when the patient was charging their device on (B)(6) 2017, the patient noticed a squeezing pain that they had never felt before. The patient also noticed they were not getting pain relief anymore, and there was a pattern change in the stimulation. There were no falls precipitating the event. On (B)(6) 2017, an examination of the patient¿s thoracic spine under fluro revealed lateral migration of the lead; the device diagnosis was a lead migration/dislodgement and the clinical diagnosis was increased pain. It was noted that a revision was not able to be done for several months due to a left pleural effusion related to lymphoma and chemotherapy and they were waiting for oncology clearance. It was reported that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included explanted/replacing the lead and the outcome of the event was reported to have been resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.